Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was currently in the hospital and needed to get her insulin pump checked so that she could leave the hospital. Customer's blood glucose level was 61 mg/dl. Customer was admitted to the hospital for shortness of breath and has had highs and lows. Customer does not have a back-up plan. Customer treated with the pump. Customer stated that the doctor has made some adjustments. Customer stated that the hospital stay was not related to diabetes, but it is what's prolonging her from going home. Customer's blood glucose level was 30 mg/dl on (B)(6) 2015. Customer has been on steroids and realizes that it is raising her blood glucose level. Customer was admitted to the hospital on friday night and put on steroids. Customer had an infusion set in their right arm and cannot find the tubing to go to the site. Customer had a high blood glucose level of 441 mg/dl. Customer had the other end of the tubing and it was not connected to her body. No further details given.